Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing from the epic to pyxis. The technical support specialist processed the site down query, restarted the external messaging service and recycled cfnrc application within iis to resolve the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the orders were not crossing from the epic to pyxis. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.